Event description:
The international customer reported the ventilator would not function on backup battery power when ac power was unavailable, causing the ventilator to alarm and shut down. The ventilator was in use on a pt, and there was no pt harm. The distributor's service engineer evaluated the device and confirmed the reported complaint. The service engineer reported when the ventilator was plugged into ac power, the backup battery would not charge. The service engineer is replacing the power supply to correct the reported problem.

Manufacturer narrative:
Na